Manufacturer narrative:
As reported, the tension indicator of a 6-12f mynx control venous vascular closure device (vcd) was pulled too far, resulting in the device being unintentionally removed. Although the physician released the tension after pulling and aligned the indicators correctly before deploying, the device had already been positioned too far out of the body. Due to this, he had to deflate the balloon and manually hold pressure to achieve hemostasis. There was no reported patient injury. The vcd was inserted, and the balloon was inflated until the inflation indicators displayed white-black-white. The device was stored, opened, prepped, and deployed per the instructions for use (IFU).the mynx vcd was used in an interventional procedure, specifically pulsed field abalation with farapulse. The procedure used a venous antigua's approach. The deployer was in training with the mynx device. The device was used with an 8f non-cordis sheath. The vessel was stable. The vessel suitability was verified on venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd/calcium in the vicinity of the puncture site. Manual compression was applied for ten minutes. It is unknown whether the balloon lost pressure, but the device was purged of air during prep. There was no scar tissue present near the puncture site. There were multiple sheath exchanges prior to the use of the mynx device. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2502403 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "balloon pull through" could not be confirmed. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Per the instructions for use (IFU), insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath. Orient the device such that the tension indicator window on the handle assembly is facing upwards. Inflate the balloon until the black marker is fully visible on the inflation indicator and close stopcock. Grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. Also included in the IFU, step 3: remove device, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing.¿ it should be noted that viscous contrast solution might cause difficulties when inflating/deflating the balloon and/or delay the balloon¿s inflation/deflation time. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tension indicator of a 6-12f mynx control venous vascular closure device (vcd) was pulled too far, resulting in the device being unintentionally removed. Although the physician released the tension after pulling and aligned the indicators correctly before deploying, the device had already been positioned too far out of the body. Due to this, he had to deflate the balloon and manually hold pressure to achieve hemostasis. There was no reported patient injury. The vcd was inserted, and the balloon was inflated until the inflation indicators displayed white-black-white. The device was stored, opened, prepped, and deployed per the instructions for use (IFU). The mynx vcd was used in an interventional procedure, specifically pulsed field abalation with farapulse. The procedure used a venous antigua's approach. The deployer was in training with the mynx device. The device was used with an 8f non-cordis sheath. The vessel was stable. The vessel suitability was verified on venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd/calcium in the vicinity of the puncture site. Manual compression was applied for 10 minutes. It is unknown whether the balloon lost pressure, but the device was purged of air during prep. There was no scar tissue present near the puncture site. There were multiple sheath exchanges prior to the use of the mynx device. The device is not being returned because it was thrown away before it could be retrieved.